Event description:
It was reported all impedances measured above 4000 ohms. Diagnostic testing/troubleshooting was performed. It was noted a revision surgery was planned. There were not patient symptoms/injuries related to the event.

Manufacturer narrative:
Analysis of the lead (product#309328, lot#0205764116) found all of its conductors broken 5.0 cm from the distal end at or near tines.

Manufacturer narrative:
Product ID 309328, lot# 0205764116, implanted: (B)(6) 2012, product type lead. (B)(4).